Event description:
It was reported that the right atrial (ra) lead was suspected of exhibiting loss of capture. Over the past two months, there have been two instances of impedance drops, from 900 ohms to 600 ohms, associated with increase in thresholds. Each time measurements have resolved to baseline for this patient. The plan is to have the patient back to the clinic for lead assessment. There were no adverse patient effects reported. The ra lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead was suspected of exhibiting loss of capture. Over the past two months, there have been two instances of impedance drops, from 900 ohms to 600 ohms, associated with increase in thresholds. Each time measurements have resolved to baseline for this patient. The plan is to have the patient back to the clinic for lead assessment. Additionally, this patient was seen in clinic for further assessment. All checks were satisfactory and within normal parameters. There was no inducible noise or variation in measured impedance or sensing with arm movements and device manipulation. There was no pocket stimulation with high output pacing. There were no adverse patient effects reported and the ra lead remains in-service.